Manufacturer narrative:
This product was returned for trade in and a new device was sent to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the baton produced an image that cut in and out when the video cord was wiggled on the baton side. No delay in the procedure was reported though it was noted that a back-up device was utilized. No harm to patient or user was reported.